Event description:
The physician claims that post implantation of a hemashield gold graft, the device was found to be literally "floating" in seroma. No further info has been reported at this time, however, if additional info should become available, we will send it in a follow up report.

Manufacturer narrative:
Being investigated. Additional info has been requested. The dates reported are estimated for reporting purposes. Items marked "ni" are not attainable at this time. Should such info become available, it will be included in a follow-up report.